Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the orange was showing around the sheath of the monopolar curved scissors instrument. The surgeon was concerned it would burn the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was not used on the patient. Patient information requested, but not provided.

Manufacturer narrative:
The monopolar curved scissors instrument involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the instrument log for the monopolar curved scissors instrument (470179-19/k12220530 0360) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the mcs tip cover accessory exhibited the orange around the sheath of the instrument. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.183¿ x 0.085¿. The root cause of this failure is typically attributed to mishandling or misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. Additionally, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The root cause of this failure is typically attributed to the cleaning/reprocessing techniques.

Event description:
Refer to h10/h11 for follow-up information.